Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during pre-operative setup, upon system initiation, the system presented a black screen with a no input message. The system error was not resolved after a restart. Another navigation system at the account was used for the procedure, and there was no delay. There was no patient involved.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the monitor's setting menu was found to have no password, and the video output settings were incorrect. The monitor setup was completed, and the menu password was enabled. System checkout was performed and passed all tests. The unit then performed as intended. Codes b01, c07 and d02 are applicable. A0902: applicable to the black screen. A1102: applicable to the no input message. A110201: applicable to the no input message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, ubd: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.